Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom door errors were confirmed but could not be reproduced. The pump was adjusted to correct the condition.

Event description:
It was reported that a pump was alarming for door not fully latched messages. There was no patient involvement.